Manufacturer narrative:
(B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during total abdominal hysterectomy + bilateral salpingectomies + cystoscopy + implantation of advantage fit mid-urethral procedures performed on (B)(6) 2016 for stress urinary incontinence treatment. On (B)(6) 2016, the patient started complaining of abdominal pain and inflammation at the surgical site and was diagnosed with intrinsic sphincter deficiency, polyp of corpus uteri, dysfunctional uterine bleeding, and abdominal surgical wound dehiscence. On a follow-up appointment on october 27, 2016, the patient continued to have post-operative urinary retention, frequently voiding small amounts. Post void residual catheterization was performed and the patient had three cup capacity. On (B)(6) 2016, patient was referred to a urogynecology department due to increased urine leakage and bladder frequency. On (B)(6) 2017, patient underwent another operation to repair an incisional hernia and for mesh removal. Following the removal surgery, the patient had several post-operative appointments and reportedly continued to have issues with urgency, urinary incontinence, frequency, leakage, pain, and discomfort. The patient was prescribed with oxybutynin on (B)(6) 2017 but no relief and was self-catheterizing every two to three hours and could not void on her own. The physician then advised the patient to discontinue oxybutynin. Subsequently, the patient had intravesical botox for oab and uui on (B)(6) 2017, but this did not help and was still suffering from extreme uui and had been wearing pads to absorb the leakage. According to her physician, the scar tissue from her sling surgery was probably the cause of her inability to empty her bladder, especially since the patient was fine with regards to urinary emptying prior to sling placement. The patient continued to have severe complications related to the implantation and removal of the device. The patient incurred medical expenses, endured physical pain, emotionally damaged, suffered temporary and permanent impairment of function, experienced significant mental and physical pain and suffering, sustained permanent injury, undergone medical treatment and will most likely undergo further medical treatment and/or procedures.